Event description:
There was an allegation of a questionable sodium result for one patient sample tested on the cobas 6000 c501 analytical unit. Initial result was 218 mmol/l repeat result was 141 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer repaired the faulty detergent washing hose and performed inspection runs to verify the proper function of the instrument. The investigation determined the event was consistent with contamination of the measuring cuvettes by sodium ions and that the service actions resolved the issue.